Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that falsely depressed thyroid stimulating hormone (tsh) and pro-brain natriuretic peptide (pbnp) results were obtained on the dimension vista 1500 system s/n (B)(4). Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Quality control data were within laboratory acceptance ranges at the time of the event. No instrument or process errors were observed at the time of the reported event. No other patient samples reported discordant results. There is no evidence of a product nonconformance. The customer considered the event to be a sampling error but this could not be confirmed by siemens. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed thyroid stimulating hormone (tsh) and pro-brain natriuretic peptide (pbnp) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were reported to the physician(s) who questioned the results. The same sample was reprocessed on the original dimension vista and higher results were obtained. Corrected results were reported. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed tsh and pbnp results.